Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Event description:
It was reported that the patient reported a hypoglycemic adverse event. It was not confirmed if the patient experienced or missed a signal loss alert and/or an urgent low alert. The patient developed cold sweats and lost consciousness. An ambulance was called, the patient was treated with glucose and IV fluids. She declined transportation to the hospital at the time of the report, the patient was doing well. No additional patient or event information was provided. The g6 mobile app data was evaluated. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. A receiver functional test was performed and passed. The receiver log was downloaded and reviewed finding signal loss greater than 3 hours related to the complaint. The allegation was confirmed. The probable cause was determined to be moisture damage. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss under one hour occurred. The patient developed cold sweats and became unconscious. An ambulance was called, and the patient was given a glucose injection and fluid via intravenous (IV) therapy replacement. She was not taken to the hospital. At the time of the report the same day the patient was doing okay. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.